Event description:
This device was removed due to intermittent loss of capture and sensing issues. Dr questioned the current drain from one output to the other output peer oos. The rv and the lv lead provided normal values through the psa.